Event description:
It was reported that this pacemaker system triggered lead safety switch (lss) due to high out of range right ventricular (rv) lead pacing impedance measurements. In addition, high capture thresholds were noted. Technical services (ts) was consulted and recommended programming enhancements. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.